Event description:
In 2008, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch ultralink meter is giving error 5 messages. On november 11, 2008, this medical affairs specialist contacted the patient to clarify information obtained during the initial call. According to the patient, the error 5 first occurred the day prior to original date, at approximately 8am. The patient reportedly took less food/drink as a result of the error 5 message. At 10 pm, the patient reportedly had symptoms described as "headaches and shaking." The patient indicated that her reported symptoms were indicative of having relatively high blood glucose. The patient allegedly took the minimum amount of insulin as she did not know how much insulin to take. On the morning of original date, the patient woke up with the same symptoms of "headache and shaking." Then, the patient reportedly bought a backup meter and obtained a blood glucose reading of "353 mg/dl." The patient bolused the amount of insulin per the numeric value obtained on the backup onetouch ultramini meter. The patient's symptoms eventually abated sometime after. The patient's diabetes medication regimen has not changed immediately before or after the aforementioned symptoms. During troubleshooting, the customer care advocate verified that the testing technique was correct and the test strips were in good condition. However, the error 2 could not be resolved with the subject test strips and meter. This complaint is being reported due to unresolved error 5 message. However, there is no evidence that the patient suffered a serious injury due to the reported issue. The patient's reported symptoms were not suggestive of hypoglycemia or hyperglycemia. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection, in a supplemental report.